Event description:
It was reported by the customer that a pyxis es refrigerator requires maintenance and not closed. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the fridge failure. The field service engineer reseated connection on irac associated with the drawer lock sensor. The system functioned as intended after the field service engineer troubleshooted the device.